Event description:
The customer reported that the unit is getting an error message that was not resolved by cycling power.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.